Event description:
It was reported that post a coronary stenting treatment in-stent restenosis occurred. The target lesion was located in a moderately calcified vessel. The 3.5mm x 12mm liberte' bare metal stent was implanted in 2008. The patient returned in 2009 and restenosis of the stent was discovered. The restenosis was successfully treated with a flextome cutting balloon.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, device was implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.